Event description:
It was confirmed that the stent did not remain in patient¿s body. The physician tried to deploy the stent outside when it was removed from the patient. Evaluation summary: sem analysis was performed on the stent strut break points. The analysis confirmed that the struts had been cut.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (deformation, embolism - failure to deliver). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ the root cause of the reported event was most likely due to patient vessel/lesion morphology. Evaluation conclusions: the root cause of the reported event was most likely due to patient vessel/lesion morphology. Inherent risk of procedure ¿ (deformation, embolism - failure to deliver). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a calcified lesion in the lad but after several attempts the device could not cross. The device was removed and it was noted to be deformed, the procedure was left unfinished. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The stent was returned off the balloon. Crimp impressions were visible along the length of the balloon. The stent was severely stretched and elongated. A number of struts were cut at one end of the stent. Visual inspection confirmed the welds were intact and had not fractured/broken. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).